Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer reported that the insulin pump had cosmetic damage. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with bolus and shots. The customer declined troubleshooting for high blood glucose level. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. Device received with cracked case on the back at the battery tube area and battery tube threads. (B)(4).